Manufacturer narrative:
The reported event that one of the screws located within the wheel broke, leaving the cart with only 3 supporting wheels was confirmed visual inspection. The wheel was replaced and repaired at the user facility.

Event description:
It was reported that while a nurse was transporting a navigation system ii cart out of the operating theatre, the castor broke off of the cart. The nurse attempted to support the weight of the cart in order to avoid the cart tipping over. The nurse reported localized pain on the right side of her back, running from her shoulder blade to the upper portion of her leg, for which she was treated with painkillers, paracetamol + diclofenic, but continues to experience pain in her back.

Event description:
It was reported that while a nurse was transporting a navigation system ii cart out of the operating theatre, the castor broke off of the cart. The nurse attempted to support the weight of the cart in order to avoid the cart tipping over. The nurse reported localized pain on the right side of her back, running from her shoulder blade to the upper portion of her leg, for which she was treated with painkillers, paracetamol + diclofenic, but continues to experience pain in her back.